Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain.

Event description:
Patient reported "cysts... Have developed," "cysts on both sides which increased in number in 2019," "implants have caused [patient] discomforts for 3 years already," "right side was harder and felt as if the body hasn¿t accepted it," "lymph nodes have developed," and "the right side: small lymph nodes in breast gland." Affected side is right. The device remains implanted.